Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_ext. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported there was high impedance after replacement. The impedance check showed contact three was less than 40,000 ohms both monopolar and bipolar. The doctor was satisfied with that since the patient was not using the 3 contact so they decided to close the patient. Alligator clips were used to test impedance issues. The doctor loosened both set screws, tightened them <(>&<)> then loosened them again before reinserting. The issue remained unresolved. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial#: (B)(4), implanted: (B)(6), 2011. Product type: extension product ID: 37085-60, serial#: (B)(4), implanted: (B)(6), 2011. Product type: extension. If information is provided in the future, a supplemental report will be issued.